Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event purulent cellulitis (pt: injection site cellulitis), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant lot number a00042980 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted.

Event description:
This spontaneous report was received from a colombian physician and concerns a 44-year-old female patient (also ambiguously reported as 22 years old). She was injected with 1 syringe of radiesse, into the mandibular contour zone and cheek, on (B)(6) 2022. Batch number was reported as a00042980 (expiry date: 12/2023). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00042980 (expiry date: 12/2023). The patient was injected via dermis, and the technique used was a 25 g cannula retroinjection on the cheek, with 1.5 ml into each cheek. The injection was done under 2% lidocaine anaesthesia. As reported, the patient presented local nodules or induction before the injection. She received written recommendations. The patient was previously injected with juvederm hyaluronic acid (reported as ah), into the mandibular and jaw ridge (on or near the treated site). The patients medical history included an infection by covid-19 and supraventricular tachycardia (reported as svt). Past medications included metoprolol. On (B)(6) 2022, 33 days after the radiesse injection, the patient experienced oedema following the covid-19 infection. After the injection, she presented erythema, oedema, pain and swelling at the treated site. The outcome of the events was unknown. Follow up information was received on 13-jul-2022: this case was upgraded to serious. The event purulent cellulitis was added. The events oedema, erythema and pain were deleted, as they were considered to be symptoms of purulent cellulitis. The patients medical history included sleep disorders. In 2022, the patient was diagnosed with purulent cellulitis, and received broad spectrum antibiotic therapy. As reported, the patient was discharged with hospitalization at home. The outcome of the event was reported as not resolved.